Event description:
It was reported that a cartridge alarm occurred. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that a malfunction alarm occurred. The customer will continue to use current pump and also has manual insulin therapy as backup. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.